Event description:
Reporter indicated she began experiencing constant headaches 3 months ago. The patient took allergy medication, but this did not alleviate the headaches. The patient also reported losing 46 lbs since being implanted with vns. She stated that she force feeds herself and that she's frustrated with not being able to taste her food. Since the weight loss, when she lies on her back the generator slides down into her armpit. The patient cannot lie on her left side because the weight on her device causes pain. The reporter also indicated her "neck incision had not healed well and he had to go back in and fix it." She said her "neck incision healed after the surgeon fixed it". The reporter mentioned she is doing well on vns and her depression has improved since being implanted with vns. Good faith attempts are being made to obtain add'l info.